Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced unexplained high blood glucose of 537 mg/dl, which were treated with insulin pump. Customer experienced symptoms of thirst, trouble concentrating, and body ache. Customer was not able to troubleshoot due to being at work.